Manufacturer narrative:
Additional information was provided in h.3., h.6 and h.11. The product was not returned for analysis. The complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated intra ocular lens (iol) model. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, there was scratch on lens after the implantation. The lens was removed from the eye in the initial procedure. The surgery was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information was provided in d.10. The manufacturer internal reference number is: (B)(4).